Event description:
It is reported that the drill bit fractured while the surgeon was making the screw hole of its nail.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. The returned drill bit was fractured approximately one inch from the tip. The device meets print specifications where measured. The cutting edges are dull and have rolled over indicating that the device has been used a number of times over the potential field age of approximately 8 months. It is unknown what type of loading the drill bit was subjected to during surgery and its lifetime use (i.e. Bending moment loads). Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.